Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the damaged acoustic lens, peeled adhesive around the light guide (lg) lens, a gap between the acoustic lens and the ultrasound probe and insufficient adhesive in the screw holes of the distal end and image disappearance is traced to component failure, however, the cause of the foreign objects emerging from the distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a damaged acoustic lens, peeled adhesive around the light guide (lg) lens, a gap between the acoustic lens and the ultrasound probe, insufficient adhesive in the screw holes of the distal end, foreign objects emerging from the distal end, and image disappearance. There was no patient involvement.